Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air pen drive device motor power was too low. It was noted that there was a loss of power and the unit presented low revolutions, and had internal and external leakage. It was also noted that the device failed pre-repair diagnostic tests for status of development, general condition, internal leak tightness, external leak tightness, valve-control in "lock" position, valve-control in "hand" position with hand switch, and power with test bench. It was noted in the service order device lost power, had low revolutions, was leaking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.